Event description:
It was reported that during an open rectosigmoidectomy procedure, at the moment of the surgery, the staple line opened. According to the doctor, the rectum was irradiated. The doctor used another reload and sutured over to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.